Manufacturer narrative:
In communication with the facility, it was conveyed that the scope has been cleaned and and disinfected with a cleaning and disinfecting device (oer-5), but it is still dirty. According to the report, the washer-disinfector channel pressure was normal. There were no problems with the wash tube. The facility conveyed that "there is something that is not sure "whether it is red rust or blood inside the air/water supply cylinder¿ of the scope. Photo of the subject device showing of what it looked like a "dark red rust " stain was provided. The subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported after cleaning and disinfecting the device using the oer-5 (scope reprocessor machine), according to the reporter, "dirt" adhesion was confirmed on the suction cylinder part " of the scope. The issue found during maintenance. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this reported event. This event includes 5 reports : report with patient identifier (B)(6) (gif-xp290n, sn (B)(4). Report with patient identifier (B)(6) (gif-q260j, sn (B)(4). Report with patient identifier (B)(6) (pcf-h290zi, sn (B)(4). Report with patient identifier (B)(6) (bf-p240, sn (B)(4). Report with patient identifier (B)(6) (gif-q260j, sn (B)(4). This report is for report with patient identifier (B)(6) (bf-p240, sn (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since more than 15 years has passed since the subject device was manufactured and the retention period of device history record has been expired, the manufactured date and if it was shipped in accordance with specifications were unable to be confirmed. Based on the results of the investigation, the foreign material and the cause of the remaining foreign material was unable to be specified. It is likely that the incorrect or insufficient reprocessing method could have caused the foreign material not to be thoroughly removed, which resulted in remaining of the foreign material. Olympus will continue to monitor field performance for this device.